Manufacturer narrative:
The device and electrode pads were returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device and electrode pads were put through extensive testing without duplicating the report. Testing of retained samples of electrode pads with the same lot number (2316) showed the electrodes were assembled according to specification. The device was recertified and returned to the customer. Review of the device logs did not show any evidence related to the customer's report. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device was unable to detect the attached electrode pad. Complainant indicated that there was no patient involvement in the reported malfunction.